Event description:
In 2006, a patient received a gore tag thoracic endoprosthesis. The following month, the tag device was explanted secondary to an infected pseudo-aneurysm. The infection was associated with the bacteria salmonella in the descending aorta. A surgical graft was used to replace the endograft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.